Event description:
It was reported that a patient experienced a postoperative leak after undergoing a gastric sleeve procedure in which peristrips was used. During a gastric sleeve procedure, a black tri-stapler was used along the stomach and peristrips were used for at least one firing at the end. Ten days postoperatively, a leak was discovered and rectified using tisseel. No further surgery was required. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.